Event description:
A patient in (B)(6) who first began dialysis on (B)(6) 2015, was undergoing a dialysis session that involved a revaclear 300 dialyzer. Within minutes of initiation of the dialysis treatment the patient became symptomatic with a cough, dyspnea, nausea, and pain in the 3 l of oxygen and administered urbasone (methylprednisolone). The patient continued the dialysis treatment as scheduled.

Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. There were (B)(4) dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. No similar complaint was reported for this lot number (the lot number was just involved in a second treatment for this patient, this treatment was completed as intended).